Manufacturer narrative:
Findings: unit received with flashing white display due to moisture damage on electronics assembly. Unit received with moisture damage on motor and vibrator motor. Unit received with bleeding lcd glass. Unit received with cracked keypad overlay at select button, cracked reservoir tube lip, scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer stated water in pump and plastic piece of device is broken.